Manufacturer narrative:
Initial.

Event description:
It was reported that the caregiver experienced brief signal loss between the dexcom g7 continuous glucose monitor (cgm) and the ilet, after which the ilet was restarted and settings were toggled with re-entry of the pairing code, resulting in restoration of glucose readings. No adverse clinical symptoms reported. Outcomes included no alerts, alarms, or medical interventions. User support included troubleshooting and education conducted by support. Investigation of this case revealed that the device communication issue resolved after standard reconnection steps, consistent with transient signal interruption with no identified responsible device. It was concluded, based on previously established findings for similar reports, that the cause was communication interruption resolved through user-led reconnection steps.